Event description:
It was reported by the user site on (B)(6) 2026, that during a selenia dimensions mammography system procedure, the "gantry [is] shaking during rotation." No patient and/or user impact was reported. A hologic field service engineer (fse) was dispatched to examine the unit and "found loose vta mounting bolts on [the] back gear of system." The fse tightened all bolts, reassembled and tested the unit and confirmed that the unit is now functioning in accordance with manufacturer specifications. No further information is currently available.